Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. There is no allegation from a health professional that the death is related to the device. No further information is available.